Event description:
The manufacturer received information alleging a low inspiratory pressure alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board tubing was reconnected to address the issue.